Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that in the theatre on dialyzing the patient, the blue hub of the catheter was sucking air and making it difficult to offer treatment to the patient. The hub connection was replaced without incident.

Event description:
The customer reports that in the theatre on dialyzing the patient, the blue hub of the catheter was sucking air and making it difficult to offer treatment to the patient. The hub connection was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained obvious signs of use in the form of biological material. Visual examination of the returned connector assembly revealed that the arterial (red) extension line luer hub and blue venous extension line luer hub were cracked. These cracks are consistent with over-tightening the luer hubs. The connector assembly was leak tested by attaching a 10 ml lab syringe filled with water to each luer hub and depressing the plunger. When the venous line was tested, water leaked out of the crack in the luer hub. When the arterial hub was tested, water did not leak out, even with the observed crack. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure" the report of a luer hub leak was confirmed by complaint investigation. Both extension line hubs contained one crack in each and a leak within the venous hub was observed. The cracks are consistent with over-tightening the luer hubs. A device history record review was performed based on sales history with no relevant findings. Based the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that in the theatre on dialyzing the patient, the blue hub of the catheter was sucking air and making it difficult to offer treatment to the patient. The hub connection was replaced without incident.